Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f 5mm x 40mm x 135cm precise pro rx carotid stent system failed when the stent deployed on the wire. The device never came in contact with patient. The stent was accidently deployed there was no reported patient injury. The device was stored and prepped as per labeling. Additional event details were requested; however, not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f 5mm x 40mm x 135cm precise pro rx carotid stent system failed when the stent deployed on the wire. The device never came in contact with patient. The stent was accidentally deployed. There was no reported patient injury. The device was stored and prepped as per labeling. Additional event details were requested; however, not provided. The device was not returned for analysis. A product history record (phr) review of lot 18525458 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿stent delivery system (sds)-deployment difficulty-premature deployment¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, procedural/handling factors likely contributed to the premature deployment reported since it reportedly deployed on the wire and never came into contact with the patient. According to the instructions for use (IFU), which is not intended to mitigate risk, it cautions, ¿if resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ the IFU also instructs, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection on the tuohy borst valve to expel air. Ensure that the tuohy borst valve is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port. While covering the guidewire exit port with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip and the space between the outer sheath radiopaque marker and the catheter tip. Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection on the tuohy borst valve. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ neither the phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.